Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed share log review and issues were found. The complaint was not confirmed because there is no low transmitter battery in the cloud data. The reported event of low transmitter battery was not confirmed. The root cause could not be determined .

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of low transmitter battery. A root cause could not be determined via data. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.